Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on and showed that the display was blank. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged, the coil was burnt. The inverter board supplies the dc voltage which illuminates the lcd display. The faulty unit was addressed during the manufacturing refurbishment process. An interior inspection showed signs of dried fluid within the cassette compartment. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump and discoloration of hydrophobic filters and tubing. The cause of the observed dried fluid could not be determined. An investigation of the device history records (DHR) was conducted by the manufacturer. The mushroom head check passed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. The reported customer complaint of blank screen was confirmed.

Event description:
A peritoneal dialysis patient reported the cycler's screen was blank. The patient stated after restarting the cycler the stop and okay keys would light up but the screen would not respond. Upon follow up with the patient, it was noted that they did not develop any symptoms or injury as a result of the event. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has received their new cycler and is continuing with peritoneal dialysis therapy. During the manufacturer evaluation the cycler's display inverter board was found to have thermal damage.